Event description:
I received orthokeratology (ortho-k) lenses at (B)(6) on (B)(6) 2025. I paid $1,400 for the lenses and $95 for a "comprehensive" eye exam. However, the doctor did not perform a full professional eye exam; only basic autorefractor measurements were taken. I was never informed of my actual prescription, whether I had astigmatism, or the difference between stock lenses and custom lenses. Without my knowledge or consent, the doctor selected stock ortho-k lenses from his inventory and provided them to me immediately. On (B)(6) 2025, I questioned why I was given stock lenses instead of custom lenses, the doctor refused to adjust or order custom lenses and gave no reasonable explanation. I am a high-prescription patient, and custom lenses would have been more appropriate for my condition. The doctor chose stock lenses to maximize profit rather than to provide proper treatment. During my fitting, I observed clinic staff return lenses that were unsuitable for me back into the stock container, and the lenses I tried on did not appear to be new or sealed, raising serious concerns about hygiene and potential cross-contamination. I have not received adequate ortho-k treatment; my vision remains blurred during the day and even worse in the afternoon, demonstrating that the lenses are not providing effective correction. This situation represents a serious patient safety risk: improper handling and possible reuse of stock lenses provision of lenses without informed consent failure to follow FDA-approved guidelines for ortho-k lens fitting use of unlicensed or untrained staff for eye measurements and lens fitting it is likely that many other patients at this clinic have received similar stock lenses without disclosure, putting them at risk of infection, corneal injury, or ineffective vision correction. (B)(6).